Event description:
A customer reported encountering a cartridge change error with the pump. There was no reported impact on the customer's blood glucose level because the customer declined to provide specific information. The customer chose not to troubleshoot the issue immediately since it was a recurring problem and decided to continue monitoring the situation, opting to call back if necessary.